Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
It was reported as a general comment that after deployment of xience alpine stent implants, plaque shift occurs. Treatment, if any, was not reported. There was no reported adverse patient sequela and no reported clinically significant delay in the procedures. There was no additional information provided.